Event description:
According to the reporter: interior flange anchoring system on the trocar would not open correctly when inserted and the top was twisted. The flange broke apart and pieces tore off into pt. The safe failure occurred with the second port. Some of the flange broke away and was retrieved by grasper. The surgeon preserved with the use of the trocars, however the length of operating time was extended by one hour. There were a number of issues with the case, not all of which were to do with the broken flange, its hard to say whether the broken flange contributed to the extended operating time and then 'caused' adverse event, but the broken flange was one factor of several that contributed to what was a long complicated case and resulted in the adverse event of 'excessive blood loss requiring transfusion.' Pt in recovery.

Manufacturer narrative:
(B)(4).